Event description:
The customer reported the cannula adheres to the vitrectomy probe and on other instruments. The cannula is removed from the eye as well when removing the instrument (the instruments do not separate from the cannula). This problem occurred for the first time four months ago. The surgeons assume that either the lumen of the cannula has changed or the inside of the cannula is rough. There was no pt injury, but the surgeries took longer. There was no further info on how long the delay in surgery was. A new trocar and a new vitrectomy probe were used to complete the cases.

Manufacturer narrative:
A visual inspection was performed on the returned samples. One trocar cannula was returned stuck to a probe with procedural residue inside the trocar cannula. After being soaked in usp water and cleaned, the samples were found to be conforming. The trocar cannula inner diameter and probe outer diameter were measured and found to be conforming. The root cause of the reported issue could not be determined, as the returned samples were found to meet product specifications.